Event description:
Bilateral augmentation 1974 w/saline implants in subglandular position. Did well until approx 3 mos ago, noted lt breast had decreased markedly. No problems otherwise. Pt has gained wgt since procedure; wgt 90 lbs at time of surgery, now weighs 140 lbs. Pe 10/17/97 revealed lt breast, markedly smaller than rt w/well healed periareolar incisions. Rt breast had bakers ii capsular contracture. Lt revealed palpable implant noted to be deflated.